Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the implantable cardioverter defibrillator (ICD) patient was traveling abroad, the patient passed out and the remote monitor did not send automatic transmission. It was alleged that the patient passing out may have been device-related, and the clinician inquired why the monitor or clinic were not notified of the event or a transmission sent. It was stated that the patient did not take their remote monitoring equipment abroad with them. It was verified that the remote monitor was plugged in. The clinician will call and explain it to the patient. The patient management database confirmed that the remote monitor did not have any successful automatic transmissions since the date of the call. The patient received a new reader and used it to send a manual transmission. The ICD remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the manual transmission was reviewed by the clinician, and there was nothing of significance observed that would have caused or contributed to the patient passing out. The clinician did not make any changes to device settings as there was no indication that the patient's symptoms were related to the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.